Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping and difficulty removing the device due to interaction with the chordae appears to be related to challenging patient morphology/pathology and difficulties with visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the chordal rupture which is a serious injury. It was reported that during a mitraclip implantation procedure, grasping the leaflets was difficult and once grasped, the mean valve pressure increased. Mitral regurgitation was unable to be reduced despite grasping different locations on the leaflets. The difficulty grasping was due to the patient anatomy and suboptimal echocardiogram images. During a grasp attempt, the mitraclip became entangled in the chordae. Chordal rupture occurred when freeing the mitraclip from the chord. The procedure was aborted with zero clips implanted. No additional information was provided.